Manufacturer narrative:
A boston scientific technical services consultant explained that the out of range measurement is likely due to the test being performed while the patient was in an electromagnetic interference (emi) field. The consultant instructed the caller to assess in a day or two for normal values. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a review of the data from this patient's remote monitoring system, identified a shocking impedance measurements of 0 ohms. No adverse patient effects were reported.